Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument passed the electrical continuity test. A review of the logs for the permanent cautery hook instrument associated with the event (420183-11 / n10171108-898) has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sh2318. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon was unable to activate energy on the permanent cautery hook instrument. The energy cable was replaced; however, the issue persisted. The instrument was removed and a broken cable was identified. A backup instrument of a different type was used and the procedure was completed with no reported injury.